Event description:
It was reported that the intraocular lens (iol) was explanted from the left eye due to severe halos, glare, and lack of near vision. A non-johnson & johnson 3-piece iol was implanted as replacement. It is unknown if there was any patient injury or if medical or surgical intervention was required. The patient is stable post-operatively with the new lens, with a 3+ posterior capsule opacification (pco). The device was discarded. No further information was provided.

Manufacturer narrative:
Date of event: unknown; requested but not provided. The best estimate date is between aug 2019 and aug 29, 2022. If implanted, give date: unknown, information was requested but not provided. The best estimate date is aug 2019. The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Multiple attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: through follow-up, it was learned that the patient's original date of implant was (B)(6) 2019 and the symptoms were first noted on (B)(6) 2019. The patient's pre-operative corrected near vision visual acuity (va) was j1+, pre-operative uncorrected va was j3. The patient's post-operative corrected near vision visual acuity (va) was not checked, post-operative uncorrected va was j6. Th patient was last seen on (B)(6) 2020 and at the time the patient's spectacle corrected distance visual acuity (scdva) was 20/30 and the mrx showed -0.50+0.50x120 and va was 20/20. The spherical equivalent of the mrx would be -0.25sph and the surgeon aims for -0.15 to -0.25. No further information was provided. The following sections have been updated accordingly: section a5: ethnicity: not hispanic/latino section b3: date of event: (B)(6) 2019. Section d6a: if implanted, give date: (B)(6) 2019. Section d4: model number: zxr00. Section d4: serial number: (B)(6) . Section d4: catalog number: zxr00u0205. Section d4: expiration date: aug 2, 2023 section d4: unique identifier (UDI) number: (B)(4). Section h4: device manufacture date: aug 2, 2018. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.